Event description:
An olympus field service engineer (fse) gathered additional information from the customer: there was a delay to starting the procedure, but the patient was not under general anesthesia at the time of the delay. The customer was unable to provide patient demographics.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit and/or its cable may have been damaged (for the distal end was unfixed) and caused the image to disappear during up/down angulation. The event can be detected/prevented by following the instructions for use which state: - "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." - "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged charged coupled device unit (ccd) was discovered and caused the reported image failure during angulation in the ¿u/d¿ directions. Additionally, the distal end was detached from the bending section. The distal end was not properly secured due to peeling adhesive. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera elite bronchovideoscope was not producing an image during procedure preparation. There was no patient harm as a result of this event.